Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified error message. There was no adverse patient impact reported.

Manufacturer narrative:
(B)(6).